Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm 7300tfxj pericardial mitral valve, implanted approximately seven (7) years and three (3) months, was explanted due to mitral stenosis and regurgitation. Hardened leaflets which was probably caused by calcification in outflow side and pannus overgrowth in the leaflets where they corresponds to the patient posterior leaflets were seen. Due to the hardened leaflets and pannus overgrowth, leaflet motion was restricted. The device was explanted and replaced with a non-edwards mechanical valve with no patient adverse events reported. Multiple cardiac surgical procedure: left atrial appendage closure, maze procedure. The patient status was reported as recovering. The device was not returned for evaluation as it was discarded at the hospital. The device was originally implanted for mitral valve replacement to correct mitral regurgitation with a concomitant patent ductus arteriosus closure secondary to infective endocarditis.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b7 and h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors, like the patient's age at implant, likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.